Event description:
Per the clinic, the patient experienced pain around the implant site. The device was explanted on (B)(6) 2014.

Manufacturer narrative:
This report is filed january 20, 2015.

Manufacturer narrative:
(B)(4).